Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, there were high ventricular rate (hvr) episodes detected by the device due to noise on the right ventricular (rv) lead which resulted in pacing inhibition. The patient was asymptomatic and no intervention has taken place. The patient will continue to be monitored.